Event description:
The core impaction drill was sent for eval because it was running on its own without activation prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the results analysis is complete.